Manufacturer narrative:
H.6. Investigation summary: a DHR was performed, quality notification and maintenance analysis were reviewed, and no occurrences potentially related to the defect were observed. The sample sent by the customer was verified and it was possible observe foreign matter ¿ dirt. This occurrence is related to a contamination during production process caused by personnel failure during the packaging line clearance. The operators will be notified from this complaint. The defect identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that before use of the bd¿ precisionglide¿ needle there was an issue with foreign matter. Dirt was inside the package. The following information was provided by the initial reporter, translated from portuguese to english: product is with a dirt inside the package. Presence of foreign matter in packaging.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ precisionglide¿ needle there was an issue with foreign matter. Dirt was inside the package. The following information was provided by the initial reporter, translated from portuguese to english: product is with a dirt inside the package. Presence of foreign matter in packaging.